Event description:
A customer reported receiving a "scan again in 10 minutes" message for more than 2 hours, from the adc freestyle libre 2 sensor on the second day of wear. As a result, the customer was unable to obtain readings and became stressed, hypoglycemic, and subsequently lost consciousness. The customer was able to regain consciousness and was provided with something to eat as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date), (serial number) and h4 (device mfg date) were updated based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The sensor was reprogrammed and a sim vivo test (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The device history review (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "scan again in 10 minutes" message for more than 2 hours, from the adc freestyle libre 2 sensor on the second day of wear. As a result, the customer was unable to obtain readings and became stressed, hypoglycemic, and subsequently lost consciousness. The customer was able to regain consciousness and was provided with something to eat as treatment. There was no report of death or permanent injury associated with this event.